Event description:
It was reported that the customer had a problem with the insulin pump. Customer stated that his blood glucose level was 425 mg/dl and climbing. Customer stated that every morning for the past two weeks, he has been waking up with a high blood glucose level. Customer stated that it normally goes down, but today it keeps going up. Customer mentioned that the area around his infusion set was pretty wet. Customer could not do any troubleshooting at this time. Customer stated that he kept giving correction doses and bolusing, but his sugar would not come down. Customer's blood glucose levels have been in the 400's mg/dl for the last couple of weeks. Troubleshooting was performed. Pump passed priming and high pressure tests. Cannula was not bent or occluded. Customer was advised to change the entire set, reservoir, and insulin. Customer was also advised to consult with his health care professional to figure out what is causing the high blood glucose levels. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.